Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding a male pt (age not provided), initials unknown with osteoarthritis (kellgren and lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of synvisc (it was reported that the age of the pt at the time of first course of synvisc injection was (B)(6)). On (B)(6) 2003, the pt initiated treatment with first intra-articular synvisc (hylan g-f 20) injection, second course, dosage regimen not provided, in left knee. The lot number for synvisc was not provided. On (B)(6) 2003, the pt received second injection of synvisc and experienced synovitis in left knee the same day for which he was treated with intramuscular betamethasone. On unspecified date in (B)(6) 2003, arthrocentesis was performed and unknown amount of fluid was aspirated from left knee. The action taken with synvisc treatment was not provided. On (B)(6) 2003 (after 24 hours), the pt recovered from the event of synovitis of left knee. On (B)(6) 2003, the pt experienced second episode of synovitis in left knee for which she received treatment with betamethasone and recovered from it after 24 hours. On unspecified date in (B)(6) 2003, arthrocentesis was performed and 11 cc of clear yellow fluid was aspirated from left knee. The pt's outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of left knee was assessed as moderate and intensity for left knee effusion was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and did not provide the relationship with left knee effusion. Follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (b)94) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.